Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 22 of the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2019 fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.